Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners, cracked and bleeding lcd glass, missing end cap sticker and minor scratches on display window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 148 mg/dl at the time of the incident. The customer stated that the pump fell and the screen was cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.